Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the pump alarmed compromised forced sensor alarm multiple times. The customer¿s blood glucose was 251 mg/dl. No further details were given. The insulin pump will be returning for analysis.

Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring. Unable to verify compromised forced sensor alarm and perform the displacement test, basic occlusion test, occlusion test, primetest, rewind test and excessive no delivery test due to blank display. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker, loose/protruded drive support disk and minor scratched lcd window.